Event description:
It was reported that when the physician was getting ready to tie the lead to the fascia, he found that the anchoring sleeve was missing. No patient complications have been reported as a result of this event.